Event description:
Surgeon performed a rotator cuff repair on one of his patients using our twinfix ti anchors pre-loaded with ultrabraid suture 3 months ago. Shortly after the rotator cuff repair procedure, the patient had complaints of pain and discomfort at the repair site. Surgeon made the decision to re-scope the patient's shoulder in 2009 to see why she may be experiencing pain and discomfort, and he found the sutures from the twinfix ti anchor were no longer attached to the anchor, and the rotator cuff tear was not repaired because of this. It was confirmed that the surgeon did revision surgery, and used arthrex device to fix the cuff.